Manufacturer narrative:
Submit date: 1/4/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found an intermittent power problem.

Manufacturer narrative:
Based on additional information received, the complaint has been deemed a non-reportable event. Describe event or problem has been updated to update the additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
The intermittent issue was that the device would not turn on consistently. The cause was determined to be the main pcb not the keypad. The device would power off properly (using the on/off button) once it was able to turn on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and service states ¿service found intermittent power problem. The unit was triaged and the reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.